Manufacturer narrative:
Concomitant: product ID, dtma1d1 ICD, implanted: (B)(6) 2017; 439678 lead, implanted: (B)(6) 2012; evolutr-29-us transcatheter valve, implanted: (B)(6) 2015.

Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead exhibited out of range high impedance. It was also noted the svc measurements were highly variable. The svc portion was programmed off and the rv pace and high voltage ¿b¿ portions remains in use. No patient complications have been reported as a result of this event.